Manufacturer narrative:
The involved hvad pump was not returned to heartware for evaluation as it is being retained by the site. Review of the manufacturing documentation confirmed that the hvad pump met all requirements for release. Controller log files were not provided for review and analysis for this complaint. It was reported that no further information would be provided with regards to this complaint from the site. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power are most often attributed to thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause of the reported event cannot be conclusively determined. With the review of the available clinical information and as device testing was not possible, there is no definitive evidence to suggest that a device malfunction caused or contributed to the reported event.

Event description:
Sometime after hvad implantation, the patient developed high power and subsequently underwent pump exchange. The explanted pump will not be returned to the manufacturer for analysis. Investigation is ongoing.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation. Additional information will be submitted within thirty (30) days of receipt. Product not available for return.